Manufacturer narrative:
(B)(4): physio-control examined the customer's device and observed that the battery pins in both wells were missing. The customer advised physio that they had seen damage to the pins located in battery well 2 so they removed all of the pins prior to physio's arrival and had disposed of them locally. Physio installed new battery pins in both battery wells and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There was no patient use associated with the reported event.